Manufacturer narrative:
Visual inspection. On (1) handle was received under the lot/serial #073501. The only visible sign of damage on this handle is the retainer ring around the lamp which will not stay properly located; however, this ring has no impact on the alleged defect. Functional inspection: per the attached picture in this sap complaint, three different style blades (rusch disposable green lite mill 2, snap light mill 4, and emerald rusch mil 1.5) were attached to each of the five suspected defective handles, and removed without any unreasonable force. The complaint is unconfirmed per functional testing. Root cause - no functional issues found.

Event description:
The complaint was reported as: the customer alleges that they are unable to remove the blade from the handle without extraordinary effort. The handles are used with sunmed, phillips and rusch blades. The end-user states that the issue occurs over time. No report of patient injury.